Manufacturer narrative:
The device was received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller on electrical board. We were unable to perform displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to flashing white lcd. We were unable to verify missing segments or partial display due to flashing white lcd. The device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump display was blank. The customer¿s blood glucose level was unknown at the time of the incident. The display did not return after replacing new battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.